Manufacturer narrative:
(B)(4). Damaged jaws the analysis results confirmed that the lc407 (a) device was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the lc407 (b) device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. A review of the batch history record for this device could not be performed because the retention period for this document has been exceeded, and the record is no longer available. Device b additional information: batch # (B)(4). Expiration date: unk . Manufacturing date: unk.

Event description:
It was reported that during an unknown procedure, clip scissoring occurred. No additional information available regarding issue. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.